Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure, an s5 roller pump gave a high pressure alarm and stopped. After an attempt to clear the alarm the perfusionist began to hand crank to maintain blood flow. The pump was changed out and the procedure continued without any further issues. There was no patient injury. The pump was returned to sorin group (B)(4) for evaluation. The investigation is on-going. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during a procedure, an s5 roller pump gave a high pressure alarm and stopped. After an attempt to clear the alarm the perfusionist began to hand crank to maintain blood flow. The pump was changed out and the procedure continued without any further issues. There was no patient injury.